Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported intra-capsular rupture of the device discovered via ultrasound or MRI, capsular contracture baker grade I and absence of capsule. Device was explanted. Affected side is right.